Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported prod lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke at the start. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Slight signs of blood and clinical use were observed, with small amounts of tissue and fat visible on the c-ring. The c-ring was transected through the center. The c-ring remained attached to the cannula due to the presence of the retention rib. Based on the condition of the device as found, the reported complaint for "c-ring break" was confirmed. The confirmed failure mode has been investigated in our CAPA system.

Event description:
The hospital report that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 would not fill the cavity, the pa realized the btt was not flowing. A replacement device was used to complete the procedure. The product is returning.